Manufacturer narrative:
The manufacturer was informed by the sales rep on 16 may 2019 that the turbo elite device had been discarded so it will not be returned for evaluation. Method, results and conclusions codes have been populated to reflect that the turbo elite device will not be available for return; the device has been discarded. The cause of this reported event could not be established.

Manufacturer narrative:
Patient information unavailable. Device has been requested for return but is not available to manufacturer at this time.

Event description:
During a vascular intervention to treat peripheral artery disease in the patient's superficial femoral artery, a spectranetics turbo elite device was in use. During the procedure, the device's radiopeque marker band disconnected while device was being used in the patient. Ring came apart inside the patient. The physician was able to remove the marker band using a filter wire, with no reported patient harm.